Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: there was a mystery substance on the spike of the instrument. There was no type of patient or customer harm involved.

Manufacturer narrative:
H.6. Investigation summary: one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual examination. Evaluation of the sample submitted indicated a brown/red foreign matter at the spike tip of the drip chamber. There were no further issues found on the infusion set. A device history record review for model 11448964 lot number 22013137 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined based on the investigation of the sample and of the manufacturing process. Investigation conducted by the supplier of the component on the sample stated that the probable root cause of the issue is due to a single component having a issue with allowing condensation between the spike and spike cap. The supplier reviewed their records of the manufactured lot and did not find any further instances of this issue in (B)(4) units of the same part. H3 other text : see h.10.

Event description:
It was reported that the bd alaris secondary set experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: there was a mystery substance on the spike of the instrument. There was no type of patient or customer harm involved.